Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that the physician had difficulties implanting the lead and had to try 2 times before the lead was stable and well fixed. The following day the lead dislodged and the physician attempted to reposition the lead but had difficulty extending and retracting the helix. Once removed, the physician stated that the helix was almost impossible to screw in or out and that it was not smooth. The physician decided to not implant another lead due to the length of the procedure. The atrial port of the pacemaker was plugged and programmed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.